Manufacturer narrative:
(B)(4).

Event description:
It was reported that a pairing failure occurred. The product was evaluated. An external visual inspection was performed and passed.. A voltage check was performed and passed at 0.21 vdc. A pairing test/download was performed and passed. A review of the share logs was performed and a pairing failure was found within the investigation window. The probable cause was determined to be loss of connection. The reported event of a pairing failure is reportable based on the finding of signal loss. No injury or medical intervention was reported.